Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: consumer reported needle clog during priming. Consumer does not re-use.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: consumer reported needle clog during priming. Consumer does not re-use.